Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the partial lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received notes that both the right atrial (ra) and right ventricular (rv) leads were oversensing noise.

Event description:
It was reported that the patient presented to the hospital for leads extraction and reimplant procedure. The patient's right atrial (ra) and right ventricular (rv) leads were noted to exhibit noise. Both the ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.